Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar cautery (mc) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.116mm x 0.284mm in size. Additionally, due to the broken tube adapter, a detached fragment is observed that was not returned with the instrument. The instrument was found to have broken electrical contacts. The broken pieces, measuring approximately 2 of 4.518mm x 0.813mm, 2 of 0.95mm x 0.89mm, and 1 of 1.47mm x 2.55mm in sizes, were not returned with the instrument. The complaint regarding the slot of the tip on the mc instrument was broken was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that prior to the start (post anesthesia) of a da vinci assisted surgical procedure with single port (sp) system, the distal end of the sp monopolar cautery (mc) was found broken. The procedure was completed with no reported injury.